Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bleeding and dyspareunia. It was reported that patient underwent excision of eroded mesh on (B)(6) 2007 due to erosion. It was reported that patient underwent resection of eroded vaginal mesh on (B)(6) 2007 due to erosion. It was reported that patient underwent excision of eroded mesh on (B)(6) 2013 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with an anterior/posterior colporrhaphy due to symptomatic cystocele, rectocele, genuine sui. It was reported that the patient had resection of eroded vaginal mesh on (B)(6) 2007 and (B)(6) 2007 due to mesh erosion. Patient underwent a hysteroscopy and d&c on (B)(6) 2008 for postmenopausal uterine bleeding. It was reported that patient underwent sling excision in (B)(6) 2013. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2007 by dr. (B)(6), md.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence, urinary frequency, and urinary urgency. No additional information was provided.